Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's monitor board was removed and returned. The malfunction was observed and the monitor board was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.